Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, a loss of capture, r wave amp variation and low pacing impedance was noted on the right ventricular (rv) lead. Technical support was contacted and suspected lead insulation damage. A lead revision is anticipated, however, no intervention has been performed at this time. The patient was stable and will continue to be monitored.